Manufacturer narrative:
A pdm reset clock alarm was generated when the device was powered on during investigation. The correct date/time was able to be entered, however, the settings could not be saved because a message stated ¿insulin delivery is suspended¿. The pdm was unable to communicate with the pod that the customer was most recently using so the device was unable to disconnect. Due to this issue, the correct date/time were unable to be saved and the remainder of the investigation was unable to be completed. The cause of this issue could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical event. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18; living with diabetes, chapter 13 / page 172-173. Warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all times. The kit should include: several new, sealed pods; a vial of rapid-acting u-100 insulin (see "general warnings" on page xii for insulins cleared for use in the omnipod dash¿ system); syringes or pens for injecting insulin; blood glucose test strips; blood glucose meter; ketone test strips; lancing device and lancets; glucose tablets or another fast-acting source of carbohydrate; alcohol prep swabs; instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted; a signed letter from your healthcare provider explaining that you need to carry insulin supplies and the omnipod dash¿ system; phone numbers for your healthcare provider and/or physician in case of an emergency; glucagon kit and written instructions for giving an injection if you are unconscious (see "avoid lows, highs, and dka" on page 176). Living with diabetes, chapter 13 / page 176. Avoid lows, highs, and dka: you can avoid most risks related to using the omnipod dash¿ system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
It was reported that when trying to download to glooko, the pdm (personal diabetes manager) would not clear an error and would prompt to press okay to reset clock, even though the date and time were correct. Patient was feeling very sick and went to her diabetes doctor, who sent her to her primary care physician (pcp). The pcp sent her to urgent care for fluids, blood work and x-ray of the chest. No further details.